Manufacturer narrative:
Received two of 138114a in original packaging. Lot number was verified. Performed a visual inspection of the devices, there were obvious signs of a breach on one device. Performed a functional inspection, and the other device was dye leak tested which indicated that the package had an insufficient heat seal as there was a leak. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be that the device was encroaching the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of (B)(4). Per the instructions for use, the user is advised to inspect and test each device before use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported that the 138114a device had an insufficient heatseal found during incoming inspection. No patient involvement occurred. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.